Event description:
It was reported that air was being pulled back into the line during use. Reportedly, there were no patient complications or injuries.

Manufacturer narrative:
Device was not returned for evaluation.